Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc sling system on (B)(6) 2006, to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered/will continue to suffer pain, suffering, and disability. The plaintiff had another manufacturer's product implanted on (B)(6) 2008.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.